Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had issues with prime anomaly and loose drive support cap. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and rewind properly. Unable to prime during prime alarm test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor tested ok.